Event description:
The customer reported an intermittent red x with chirp issue, and possible intermittent power loss.

Manufacturer narrative:
(B)(4). The customer reported an intermittent red x with chirp issue, and possible intermittent power loss. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.